Event description:
The user facility reported that the device overheated during a procedure. Patient's left lower lip was burned. Patient had a 1.5-2 cm in diameter area that's reddened and moderately swollen on left lower lip. Polysporin ointment was applied to the burn area.

Event description:
The user facility reported that the device overheated during a procedure. Patient's left lower lip was burned. Patient had a 1.5-2 cm in diameter area that's reddened and moderately swollen on left lower lip. Polysporin ointment was applied to the burn area.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.